Event description:
During prep, prior to inserting in the patient, the physician tried to purge the delivery tube of the product, however air came in, and it was unable to purge the delivery tube. Therefore, another trufill dcs coil with the same product and lot number was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used, and it will not be returned for analysis.

Manufacturer narrative:
No leaks were noted on the hub, catheter or syringe and the syringe was not damaged and worked correctly. During prep of other coils, the syringe worked correctly, and the syringe was utilized to deploy other coils. No other anomaly was noted with the syringe (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone). The syringe was new. No kinks or bends were noted on the delivery tube or introducer, and a dedicated solution was utilized to flush the delivery system. No further information was available. The product will not be returned for evaluation and testing. The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan, including dcs visual hub purgeability test per results and dcs final assembly inspection. There are no identified procedural factors contributing to the reported event. Without the return of the product for analysis, no conclusion can be made regarding the reported inability to purge the air from the trufill dcs system.